Event description:
Boston scientific received information that a low shock impedance measurement less than 20 ohms was detected on this device system. The patient had not received a shock, therefore, the low measurement occurred during the shock lead impedance test. A revision procedure was performed and the device was explanted and replaced. The right ventricular (rv) lead proximal coil was removed and capped. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.